Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, the lead displayed high pacing impedance and noise. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.